Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing and sensing failure. It was also noted that the lead dislodged. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.